Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed the occurrence of the reported problem. However, it did not indicate a device malfunction. The logs showed that the device prompted low battery messages and continued to do so until the device was switched off for 5 seconds by the user. The device was switched back on by the user and the low battery messages began prompting again. The device then prompted four replace batteries messages after which the device shut down. This investigation is being closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.